Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there was a crack in the luer adapter of two (2) devices that caused leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types: d2b: medical device type: jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. A visual inspection was conducted on 10 retained samples, and no cracked female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: cracked product/component. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.